Manufacturer narrative:
Investigation:review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Received one used iag 22ga catheter/adapter without packaging from catalog number 381823 lot number 8036977. The catheter/adapter assembly was attached to an extension tube that is attached to a syringe. One photo was submitted for review. Visual/microscopic evaluation: no cuts, holes, splits or the needle piercing thru the catheter tubing wall. Water/air leak test: using a lab supplied male slip luer test fitting and the returned extension set performed the leak test. Air bubbles were observed coming from the nose of the adapter. The catheter/adapter was dissected to locate where the leakage was from; observed the tubing had a hole above the wedge based on the review of the submitted photo the defect leakage at catheter junction was confirmed. The defect leakage at catheter junction was confirmed. Although leakage was observed from the catheter tubing in the area directly above the nose of the adapter where there was a cut to the tubing; because the unit shown in the photos and the received unit were without packaging and used it is not knowing where or how the hole occurred.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked saline and blood at the catheter junction during use on a patient.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked saline and blood at the catheter junction during use on a patient.